Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported on (B)(6) 2025, the patient had a three-year history of dysmenorrhea treated with dienogest presented with persistent abnormal uterine bleeding, which led to suspicion of endometrial polyps. Preoperative ultrasound revealed an 8 x 12 x 44 mm sub pedunculated endometrial polyp with abundant blood flow at its attachment site arising from the high posterior uterine wall, with no atypical cells or atypical glandular openings detected. Relugolix therapy was initiated to support hemostasis. A shaver type hysteroscopic endometrial polyp resection was subsequently performed using the myosure device under intravenous anesthesia in the lithotomy position. Complete resection of the polyp was achieved with minimal intraoperative blood loss. Blood flow directed toward the uterine cavity was present immediately before surgery but disappeared after the procedure, and postoperative ultrasound confirmed no residual blood flow. The patient was discharged on the day of the surgery and kaufman therapy was initiated the following day. On postoperative day 3, the patient developed increased vaginal bleeding with the expulsion of large pseudo clots, progressing to heavy and persistent bleeding on postoperative day 4, prompting emergency evaluation. Examination revealed fresh bleeding from the external cervical os. Hemostasis was first attempted using a balloon and then secured by the uterine artery embolization (uae). After uae and balloon removal, bleeding resolved. The patient was discharged 12 days after the initial procedure and follow up evaluation confirmed intrauterine adhesions. The resection was verified as complete at the time of surgery. The delayed hemorrhage was considered likely due to dislodgement of tissue fragments or a pre-existing thrombus occluding the resection site. The patient is recovering. This information was received from the 65th japan society of gynecologic and obstetric endoscopy and minimally invasive therapy congress. No other information received.